Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient did not see colors equally between the two eyes. When outside, the vision in left eye went white and could not see out of it. Had blinding glare which was noted more outside or with indoor light sources. The patient had a yag posterior capsule which did not helped. It was noticed that iol is out of place and patient has posterior vitreous detachment (pvd). Additional information had been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).